Event description:
It was reported that a filter implanted six years earlier had a fractured leg that was embedded to the vessel wall. It was first discovered to have a bend in the same leg two years after it was implanted, and the doctor was following the pt with x-rays. The device remains implanted in the pt. No injury to the pt has been reported.

Manufacturer narrative:
Based on the implant date, the MFR of the device at that time was nitinol medical technologies. The device history records were reviewed at nitinol medical technologies and confirmed this lot met all release criteria. The sample was not returned as it remains implanted in the pt. The results of the investigation are inconclusive as no sample was returned.